Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury could be related to biomaterial found on the returned product; however, the root cause of the issue was not determined without sufficient clinical information.

Event description:
An impella cp device was inserted via the right femoral artery in a 59-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, there were reports of hemolysis, rising ldh, and a drop in platelets. A hit panel was sent and the pump was repositioned. The clinical team was not concerned, and the physician stated the patient would not have survived without impella support. Blood products were administered. Subsequently, care was withdrawn and the patient expired. Hemolysis may occur in the setting of purge-related anticoagulation requirements and the severity of cardiogenic shock. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number. D9 device return date added.